Manufacturer narrative:
Vyaire medical investigation file #com- (B)(4). 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : currently, the device has not been returned for evaluation.

Event description:
It was reported to vyaire medical the min paw alarm seems to intermittently alarm no matter where the map is set to. No patient involvement.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer complaint. The suspect device was not returned for investigation. However, as per work order performed under (B)(4), service completed and passed 6k preventive maintenance as per service manual. Service also replaced 3ohm driver and installed 6k pm kit. Exact root cause was not determined.